Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 766360010, model/ catalog description: balloon fgs 61-70 cm; model number/ catalog number: 72404127, serial number: n/a, batch/ lot number:768927015, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due an unspecified system malfunction. All the components were removed and replaced for a new aus system consisting of a 5 cm cuff, a pump and a 61-70 ml balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The patient presented recurring incontinence.